Event description:
It was reported that during a gastric bypass, roux-en-y procedure, the devices produced clips that scissored while the surgeon was clipping the staple line for reinforcement. No pt consequence.